Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported 2 days ago when the patient went to give himself a bolus and pressed the menu button several times to get to the standard bolus menu, but the pump did not respond. Caller reported patient then removed/reinserted battery and pump went through self-test. Caller reported after placing the pump into run, patient was able to use the menu button and other buttons normally after battery reinsertion. No adverse event reported. Requested return of the alleged pump for evaluation.